Event description:
It was reported that during a laparoscopic appendectomy, the valve broke and the broken piece was left inside the patient. As the surgeon did not notice it at the initial operation, the incisions were closed and the case was completed. On (B)(6) 2014, abscess drainage was performed. At this procedure, the broken piece was found at the ileocecal area and it was retrieved. As of now, the patient¿s condition is stable. The 2h12lp was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: what type of instruments were inserted through this trocar during surgical procedure? Endoscopic camera and koher clamp for removing stins with a gauze. What symptoms did the patient present with that required a reoperation? Abscess where and how was the abscess diagnosed? The information was not provided from the hospital. When the abscess was drained was the material cultured and if so what was the cause of the culture? The information was not provided from the hospital. Was this a planned or emergency appendectomy? The information was not provided from the hospital. Is the patient expected to have a full recovery? Yes. Can you please clarify the following statement for me? What type of instruments were inserted through this trocar during surgical procedure? Endoscopic camera and koher clamp for removing stins with a gauze. Did you mean the kocher clamp for removing stains? Were they using this technique to address some smudging? Message received from affiliate, "did you mean the kocher clamp for removing stains? Were they using this technique to address some smudging? No information." A photograph of the product was reviewed and it was noted that the seal had being torn from the universal seal assembly. In addition evidence of a drag force applied to the seal from another device can be seeing on the pictures noted by 2 dimples on the seal and the seal retention features. This drag force on the seal will cause the seal to tear and separate from the universal seal and result in the seal to be dragged into the patient's body.